Manufacturer narrative:
The 8mm x 4cm x 155cm saber rx balloon catheter ruptured due to calcification, after it was delivered to the lesion and inflated. The device was replaced with another saber rx that was only able to be partially inflated. Therefore, the procedure was completed as it was. There was no reported patient injury. The target lesion was the iliac artery and it had heavy calcification. The vessel had moderate tortuosity and ninety percent stenosis. The device was used for a chronic total occlusion (cto). The devices were stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the products from the hoop, or the protective balloon covers. The devices were prepped per the IFU and prepped normally (i.e. Maintained negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the catheter through the vessel however, there was difficulty crossing the lesion. The products were removed intact (in one piece) from the patient. The products were not returned for analysis as they were discarded by the site. Both products were from the same lot number. A product history record (phr) review of lot 17662421 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ and ¿balloon-inflation difficulty-partial or slow¿ could not be confirmed as the devices were not returned for analysis. The exact causes could not be determined. Vessel characteristics of calcification and chronic total occlusion may have contributed to the reported events. Calcification is known to cause damage to balloon material, it is very likely this occurred when the balloon catheter attempted to cross the heavily calcified lesion. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 8mmx4cm 155¿ saber rx balloon ruptured due to calcification, after it was delivered to lesion and inflated. The device was replaced with another saber rx that was only able to be partially inflated. Therefore, the procedure was completed as it was. There was no reported patient injury. The target lesion was the iliac artery and it had heavy calcification. The vessel had moderate tortuosity and a rate of stenosis of 90%. The device was used for a chronic total occlusion (cto). The devices were stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the products from the hoop, or the protective balloon covers. The devices were prepped per the IFU and prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the catheter through the vessel however, there was difficulty crossing the lesion. The products were removed intact (in one piece) from the patient. The devices will not be returned for evaluation as they were discarded by the site, by mistake.